Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation. Condition upon receipt: 1 sealed sample, part number 8229306, from lot number 0209412680 was received. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope, syringe. Evaluation: both the inflation pillow/valve assembly and metal electrodes were removed from the tubing and missing. Under magnification, the end of the inflation tubing was smooth, which is consistent with the report that it was cut off to remove from the patient. The device was successfully intubated into the patient, which indicates there were no blockages or obstructions in the tubing or cuff. The customer reported that the cuff was still inflated when removed, however when squeezed, air exited the cuff with no resistance. The returned portion of the device did not exhibit any signs of a malfunction, and because the valve and inflation pillow assembly was not returned, it cannot be determined whether there was an actual malfunction.

Event description:
It was reported that "the tube couldn't be pulled out and it was found the balloon wasn't able to be deflated... The patient got thyroid cancer surgery on (B)(6). The tube was checked good before use. The procedure was successful before pulling out the tube. The surgery was delayed about 40min. The nurse used syringe to extract air from balloon but air couldn't be extracted. Later, the nurse cut the exhaust tube of the balloon. Finally the tube was pulled out. The nurse found there was air in the balloon. The doctor thinks it is product quality problem and it had impact on the patient. Now the patient is stable."